Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. This device was never in service. A new device of the same model was successfully implanted. No adverse patient effects were reported. Additional information was received, it was reported that during the implant procedure for this pacemaker system this right ventricular (rv) lead would not connect to this pacemaker. This pacemaker and right ventricular (rv) lead were removed prior to pocket closure. A new pacemaker and right ventricular (rv) lead were successfully implanted. No adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. This device was never in service. A new device of the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. This device was never in service. A new device of the same model was successfully implanted. No adverse patient effects were reported. Additional information was received, it was reported that during the implant procedure for this pacemaker system this right ventricular (rv) lead would not connect to this pacemaker. This pacemaker and right ventricular (rv) lead were removed prior to pocket closure. A new pacemaker and right ventricular (rv) lead were successfully implanted. No adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.